Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a follow-up, there were right ventricular oversensing episodes which resulted in therapy being withheld. The lead was capped and replaced and the patient is stable.